Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No unexpected rewinding by itself noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the delivery volume accuracy test.

Event description:
It was reported that the customer was hospitalized due to low blood glucose. During the hospitalization the customer's blood glucose was 50 mg/dl. Customer received an alarm from the insulin pump, showing the insulin pump was rewinding while connected to the body. Customer noticed the insulin was leaking. Customer stated the cause of the low blood glucose was over-infusion of insulin. The blood glucose reading was 223 mg/dl. Nothing further reported.